Manufacturer narrative:
No product was returned. The cause of the positioning issue was determined to be an unintentional use error the 0.018 wire was pulled out of the ventricle and through the impella cp inflow when the physician pulled back on the cp. The device passed all post sterile inspection checks.

Event description:
It was reported that during implantation of an impella 5.5 the guidewire was placed through the inflow. The guidewire was removed and implantation was restarted with a new wire. Implantation was successful and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.